Event description:
(B)(4). I now have very severe, heavy bleeding every month for 2 weeks, only 3 weeks in between periods. My iron is extremely low and I suffer from extreme fatigue. Nothing has helped so far. I have severe pain and cramping in my abdomen and back. Muscle and joint pain. Breathing problems.

Event description:
(B)(4). I was recently seen at my implanting ob/gyn and was diagnosed with adenomyosis, menorrhagia, dysmenorrhea and anemia. I will now have to have a hysterectomy at the age of (B)(6) in order to stop all of these adverse effects and symptoms.